Event description:
On (B)(6) 2015, the cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that the ecm cangaroo envelope was used to secure an implantable electronic cardiac device in a patient that was very sick and with an active infection. Approximately 90 days later, the infection was closer to the patient's neck, not near the ICD implant site. The attending physician indicated that the pocket "looked good". No further information is currently available.

Manufacturer narrative:
The product was not returned to cormatrix for evaluation. The patient's poor health and previous active infection may have contributed to the reported event. It was reported that the infection was closer to the patient's neck, not near the ICD implant site. The attending physician indicated that the pocket "looked good". Although the cause cannot be conclusively determined, this information suggests that the cause of the infection was not related to the cormatrix ecm device. Cormatrix has completed a review of all manufacturing and sterilization records associated with lot m14h1105. There were no deviations or non-conformances found during the review. The lot in question met all requirements for release.